Event description:
It was reported that an alert was received due to high right ventricular (rv) pacing lead impedance measurements measuring, greater 2,008 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there a review of a ventricular episode found there was noise that was being oversensed resulting in approximately four seconds of a pause due to unipolar sensing. It was noted that thresholds have also increased. The patient is dependent on therapy. Subsequently, this pacemaker system was explanted and replaced successfully.